Event description:
The facility representative contacted baxter to report an infusor in which there was an internal failure alarm and the device stopped pumping. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in anesthesia. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4).upon further investigation by baxter, this report is a duplicate of 6000001-2010-05520. Reference 6000001-2010-05520 for further investigation information and evaluation results.